Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger. It was further observed that the device would not run, its moving parts did not move smoothly, its locking mechanism was stiff/stuck and it was unable to be assembled. It was determined that the device had corrosion/rusting/pitting and illegible etch. It was further determined that the device failed pretest for general condition, marking and labeling, checking the attachment coupling, checking cannulation, checking attachment coupling with oscillating drill attachment, checking reverse locking mechanism with oscillating saw attachment, checking free movement of softmode switch, checking for sticky trigger, checking air hose coupling, checking function of device and checking power with power test bench. It was noted in the service order that the device would not rotate and brake. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).